Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power after exposure to water while swimming. It was noted that the battery compartment was cracked with visible moisture inside. The battery cap was unable to tighten securely; the yellow o-ring was visible at the time of the power interruption. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings:. A visual inspection of the pump revealed the battery compartment was cracked. There was evidence of corrosion inside the battery compartment. The pump was found to leak at the battery compartment. The battery cap was not returned; a test cap was able to fit securely, however, the pump failed to power on. The pump¿s cover was removed and moisture damage was observed on the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.